Manufacturer narrative:
B4: 22feb2019. G4: 13feb2019. The customer stated that the issue occurred during preventative maintenance. Reportedly, the customer had an old version of the service manual and received the a new up to date service manual retested the unit and all test passed. The ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 07jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator oxygen manifold was leaking. No patient harm reported. Event date not specified; estimate used.